Event description:
Left foot siderail is not latching in the up position. Technician found a caramel colored substance spilled on the latch assembly causing latch pins to stick open. Cleaned latch pin assembly to resolve issue.